Event description:
Facility reported "the pt experienced loss of consciousness, seizure and then respiratory arrest after initiation of dialysis. The pt returned consciousness when dialysis treatment terminated. The pt was sent to the ER and subsequently discharged home. MDR filed on the medical intervention (ER visit). Sample was discarded by the facility.